Event description:
It was reported that a one-link extension set experienced a no flow. This occurred during an unknown process step before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.